Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Further, the patient has not been re-implanted due to device unrelated medical and surgical reasons, i.e. Cholesteatoma, eroded posterior canal wall, absent ossicles, drilled promontory and complete metal atresia. This is a final report.

Event description:
The patient has been visited for follow-up. The beginning of the failure was in (B)(6) 2016. No accident was reported; however, swelling was noted around the incision site. The device has been explanted but the patient was not re-implanted due to various medical reasons. Re-implantation on the contra-lateral side is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There is an unknown failure. Further information has been requested.